Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was turned off and could not be powered back on. The technical support specialist (tss) confirmed that the login attempt via remote support services (rss) timed out. Tss deployed the rss to restore the connection, but the package failed. The customer confirmed that the issue had already been resolved by the field service engineer on site. Later, tss verified the device as online in rss with no alerts on the screen. The logs for data sync, maintenance, and medication application showed no new errors. No information was provided about how the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had turned off and unable to turn back on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.